Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with alanine aminotransferase (alt) assay and 1 patient's plasma sample tested with ise sodium (ise na) assay and 1 patient's plasma sample tested with creatinine (creat) assay on a cobas 6000 c501 analyzer when compared to a different analyzer. Sample 1 (patient 1) was tested for alt: initial result: 5.2 mg/dl.. Repeat result: 16.0 mg/dl (tested on a different analyzer). Sample 2 (patient 2) was tested for ise na: initial result: 131.6 mmol/l. Repeat result: 139.8 mmol/l (tested on a different analyzer). Sample 3 (patient 3) was tested for creat: initial result: 12.94 mg/dl. 1st repeat result: 0.81 mg/dl (tested on a different analyzer). 2nd repeat result: 1.08 mg/dl. 3rd repeat result: 1.11 mg/dl. The customer noticed that all initial results were accompanied with data flags and, therefore, repeated all samples. The customer believed that no questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The creat, alt and ise na reagents' lot numbers and expiration dates were not provided. The last alt calibration provided was done on (B)(6) 2023. And it was acceptable with no alarms. The last creat calibration provided was done (B)(6) 2023. And it was acceptable with no alarms. The alarm trace showed no alarms. The field service engineer (fse) found that one of the rinse tubing was broken. The fse replaced the rinse tubing. He replaced gear pump head and adjusted the pressure to 320kpa. The fse reduced nozzle one (cuvette) watering inside the cells as it was slightly overflowing. He also replaced the sample probe and cleaned the reagent probes. The customer performed qc and it was acceptable. The investigation determined that the root cause was due to issues in the fluid system. The service actions done by the fse resolved the issue. No further issues were reported afterwards.